Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing ¿bubbled up¿ at the silicone segment causing the door to open slightly. It was reported that the IV was patent at the time of the event. The customer stated they have experienced a few issues with tubing either bursting or bubble at the silicone segment.